Manufacturer narrative:
The product pertaining to this complaint was not returned, however, the lens was received and a visual inspection shows half of the lens optic and a haptic are torn off and missing. There is clear surgical residue on the lens. Both sides of the optic and haptics were checked for rough/sharp edges and the edges were found to be acceptable. A work order search was performed for similar complaints within the search and no similar complaints were found. Conclusions: based on the complaint history, work order search and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the cartridge was not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a 26.0 diopter three piece collamer lens and the lens ejected too quickly from the injector and the haptic tore the posterior capsule, there was no damage to the lens. The surgeon cut the lens to remove it and put in another same model lens. No vitrectomy or incision enlargement performed. The reporter stated the surgeon thought it was due to the injector.